Event description:
It was reported that while advancing the lens in the eye, the trailing haptic was partially severed. The incision was enlarged to remove the lense. Another lens of a different model and diopter was implanted. Ref MDR#1313525-20150-0352 for the lens involved in the event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.